Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Couldn't see [visual impairment]. Scratch-eye [superficial injury of eye]. Extreme pain-eye [eye pain]. Was in the middle of brushing my teeth and the head came off while in my mouth [device breakage]. Base came back and scratched my eye [injury associated with device]. Case description: a female consumer of unspecified age reported that she was in the middle of brushing her teeth with an oral-b vitality series toothbrush on an unspecified date when the oral-b brushhead, version unknown came off while in her mouth. She stated that when this happened, the base came back and scratched her eye. She immediately called her family doctor and was seen within 20 minutes; they confirmed that it was a scratch and gave her antibiotics. She explained that as she was driving home, the numbing medicine wore off and she was in extreme pain. Her friend immediately drove her to the optometrist as she couldn't see. They also confirmed that it was a scratch, but a much more complicated one than her family doctor had thought. She explained that they had to apply a special contact lens to cover the scratch and promote healing. Also as a result, she noted that she had to miss 4 days of work. Product use had been discontinued. She asserted that she had been using oral-b electric toothbrushes for many years. The case outcome was unknown. No further information was provided.